Event description:
The event was reported as: the first assistant in surgery called with questions regarding the hem-o-lok clip recall and clips coming off the vessels. The contact person stated that they have had instances in which the clip will not latch and comes off the renal artery during nephrectomy procedures. The contact person states that the hem-o-lok is used in conjunction with a davinci robotic arm. The contact person also states that the surgeon uses the davinci and advises the assistants where to place the manual clips. No pt injury reported.

Manufacturer narrative:
It is reported that the device sample is available for eval. The device was not returned, for eval, at the time of this report. The contact person was advised, by teleflex medical that their inventory of the reported lot number was not involved in the recall. The customer was informed of the content of the IFU regarding contraindication in using the lighting clips for the renal artery during laparoscopic donor nephrectomies. The issue that led to the recall would not have caused or contributed to this reported incident.